Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or poor imaging. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation appears to be related to procedural conditions (poor visualization of septal leaflet), per case details. The reported poor imaging appears to be related to patient condition (shadowing from septal wall due to aortic valve implant). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was implanted after the clip was deployed a single leaflet detachment (slda) occurred and the clip was no longer attached to the septal leaflet. While removing the clip delivery system, it was identified that the hemostatic valve of the triclip steerable guide catheter (tsgc) had lost fluid column and was no longer functional. The tsgc was removed from the patient and a replacement tsgc was prepared. While preparing the second tsgc it was identified that the hemostatic valve failed to retain fluid when the dilator was introduced. The physician decided to proceed with the usage of the tsgc, there was no significant air ingress within the hemostatic valve during the procedure and a triclip was successfully implanted. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.